Event description:
It was reported that the catheter collapsed as the physician was trying to resheath the basket. During the procedure on the arterial side the physician attempted to resheath the basket, and in doing so, the catheter tip pushed the arterial plug forward into the artery. The situation was alleviated using urokinase and pulse spray.